Event description:
It was reported that a patient was having difficulty urinating and having a bowel movement at the same time. He also explained that when he coughs or sneezes he has some leakage. Additionally, sometimes when he sits down he will push the button on the pump and he will urinate a little. The patient currently has an artificial urinary sphincter (aus) implanted. Should additional information be received a supplemental report will be submitted.